Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. The guide wire had no obvious signs of use. Visual examination revealed one kink towards the proximal end of the guide wire. The guide wire core wire was separated at the proximal weld. The coil wire was unraveled from the proximal tip. Microscopic examination of the guide wire confirmed the break in the core wire. The proximal weld was not returned for analysis. The distal weld was present and appeared full and spherical. The kink in the guide wire measured 550mm from the distal weld. The outer diameter of the guide wire measured 0.800mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The overall length of the guide wire measured 555mm which is not within the specification limits of 450mm - 458mm per the guide wire product drawing. This indicates that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. Functional testing could not be performed as part of this complaint investigation due to the damage to the guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire separated during use was able to be confirmed through examination of the returned sample. Visual examination revealed one kink in the guide wire body. The returned guide wire met all relevant functional requirements, and a device history record review of the reported batch did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, due to the dimensional discrepancy between the customer reported kit and the returned sample and the lack of the entire guide wire to analyze, the probable cause of guide wire damage could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm reported. The patient's condition is reported as fine.